Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed via the left femoral vein for a history of dvt. A dressing was applied to the access site and the patient was stable at the conclusion of the procedure. Approximately one year nine months post filter deployment, the patient presented to the ed complaining of swelling and pain down the left leg times three days. Ultrasound identified extensive deep venous thrombosis of the entire left lower extremity. The patient was admitted to telemetry and heparin therapy was initiated. Two days later, CT performed identified several struts of the filter to be penetrating the wall of the ivc. One of the struts was impinging on the third portion of the duodenum and microperforation could not be excluded. Two struts were contiguous with the aorta, both anteriorly and posteriorly. Additionally, one of the struts appeared to be detached with its tip between the ivc and psoas muscle. There was a small amount of fat stranding in the region of the ivc filter tracking inferiorly into the pelvis bilaterally which was thought to be suspicious for a small retroperitoneal hemorrhage. A limited retroperitoneal ultrasound demonstrated no abnormalities of the aorta and ivc and no renal vein thrombosis. Vascular surgery were noted to dispute what they identified as an over-read CT. Vascular surgery recommended heparin with no surgical intervention required. The patient developed acute renal failure which was resolved and the patient was discharged thirteen days following admission in stable condition. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was deployed for history of dvt. Approximately one year and nine months post filter deployment, a CT scan identified several struts of the filter to be penetrating the wall of the ivc. One of the struts was impinging on the third portion of the duodenum and microperforation could not be excluded. Two struts were contiguous with the aorta, both anteriorly and posteriorly. Additionally, one of the struts appeared to be detached with its tip between the ivc and psoas muscle. Based on the medical records the investigation can be confirmed for a detached filter limb and perforation of the ivc wall. Based upon the reported event the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The vena cava filter was successfully deployed for a history of dvt. Approximately one year nine months post filter deployment, the patient presented with complaint of left leg pain and swelling. Ultrasound identified extensive dvt in the lower extremity. Anticoagulation therapy was initiated and CT performed to assess filter placement and clot extension. The CT identified several filter limbs extending beyond the wall of the cava. One limb had detached and was located between the caval wall and the psoas muscle. Vascular surgery recommended continuing anticoagulation and no surgical intervention was required. No additional information surrounding this event was received for this patient.